Event description:
It was reported that a patient had crohn¿s disease and gastroparesis, she had two implantable neurostimulators, and she still suffered daily. It had caused her to become disabled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional assessment determined that the patient¿s disability was due to her pre-existing conditions of gastroparesis and crohn¿s disease and is not related to the device or therapy. This assessment indicates that the event is not reportable for serious injury. (B)(4)

Manufacturer narrative:
Concomitant products: product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # va0m0yx, implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).